Manufacturer narrative:
Siemens filed the initial MDR on 03-may-2019. Additional information (10-may-2019): siemens made 3 requests for additional information on 18-april-2019, 25-april-2019, and 03-may-2019 required to evaluate the complaint. The cause of the event was unable to be determined due to the lack of information provided needed to evaluate the issue. There is no indication of a product issue. Mdrs 2247117-2019-00034_s2, 2247117-2019-00036_s1, 2247117-2019-00037_s1 , 2247117-2019-00039_s1 , 2247117-2019-00040_s1 , 2247117-2019-00041_s1 , 2247117-2019-00042_s1, 2247117-2019-00043_s1 , 2247117-2019-00044_s1 , 2247117-2019-00045_s1 , 2247117-2019-00046_s1 have been filed for the same event.

Manufacturer narrative:
The cause for the discordant reactive (B)(6) surface antigen results on the immulite 2000 instrument is unknown. Siemens is investigating the issue. Mdrs 2247117-2019-00034, 2247117-2019-00034_s1, 2247117-2019-00036, 2247117-2019-00037, 2247117-2019-00039, 2247117-2019-00040, 2247117-2019-00041, 2247117-2019-00042, 2247117-2019-00043, 2247117-2019-00044, 2247117-2019-00045, 2247117-2019-00046 have been filed for the same event.

Event description:
Discordant reactive results were obtained for antibodies to (B)(6) surface antigen (B)(6) on two patient samples on an immulite 2000 instrument and when repeated on the same instrument the results were non-reactive. The expected results for the patient samples are unknown. It is unknown if any of the results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) results.